Event description:
Procedure type: unk. According to the reporter: when the surgeon tried to insert the trocar through the abdominal wall, the tip of the cannula broke. No pt injury was reported. No add'l info at this time.

Manufacturer narrative:
(B)(4).